Event description:
It was reported that the subject stent was implanted successfully for the ica internal carotid artery aneurysm without any issues, and the postoperative angiography also concluded without problems. On the same day, patient had mild paralysis and postoperative computed tomography CT confirmed thrombus migration to the cerebral peripheral vasculature. Subsequently, the thrombus had dissolved, and the patient was discharged without residual effects from the mild paralysis.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Information received states "postoperative CT confirmed thrombus migration to the cerebral peripheral vasculature and mild paralysis. Subsequently, the thrombus dissolved, and the patient was discharged without residual effects from the mild paralysis". Administered drug therapy before, during, and after surgery. The anatomy was reported to be tortuous. Friction was not felt with the guidewire during system guidance. The surpass evolve placement procedure had been completed without any issues, and the postoperative angiography also concluded without problems. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient neurological deficit¿ and patient thromboembolic event as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that the subject stent was implanted successfully for the ica internal carotid artery aneurysm without any issues, and the postoperative angiography also concluded without problems. On the same day, patient had mild paralysis and postoperative computed tomography CT confirmed thrombus migration to the cerebral peripheral vasculature. Subsequently, the thrombus had dissolved, and the patient was discharged without residual effects from the mild paralysis.